Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: functionality testing was not able to be performed due to an unresponsive keypad. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was visible corrosion in the battery compartment. Leak testing was performed and revealed leaks at the battery compartment and the audio bolus button. The pump cover was removed for investigation and revealed moisture damage on the printed circuit board. The pump did have moisture damage.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump was not correctly delivering insulin. The reporter indicated that for the previous 3 weeks, his blood glucose (bg) levels were consistently the "300-400's" mg/dl range with symptoms of nausea and stomach pain. He did not test for ketones or contact his doctor during the time of concern. The patient reported made adjustments to his basal rates on his own. However, the patient claimed that the adjustments did not make a difference with his bg levels. The patient also indicated that he changed out his sites multiple times and gave correction boluses. His bg's reportedly came down to the "200's" but would go back up again. He denied making any changes to his bolus settings. He also denied having any illnesses or changes in medications. The patient did not observe any bent or kinked cannulas. He denied having any scar tissue. The anm representative, however, informed the patient that site exhaustion could be a contributing factor to his elevated bg levels. Troubleshooting could not be completed since the pump was not responsive to keypad presses during the contact with anm. The patient informed the anm representative involved in this contact that the keypad issue was not a contributed factor to his elevated bg levels. He explained that he was safely able to deliver correct amounts of insulin. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed elevated bg levels with symptoms that can be associated with severe hyperglycemia. However, at this time, it is unknown if a pump issue actually contributed to the patient's injury since troubleshooting of the device could not be completed.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.